Event description:
After the lens had been delivered in the eye using this delivery device, the lens haptics were found bent. The incision was enlarged to remove the lens.

Manufacturer narrative:
See MDR 1920664-2010-00020 for the intraocular lens used with this delivery device.